Event description:
It was reported by the customer that the customer (caregiver) was allegedly injured while attempting to release the stretcher brake during pt transfer. No pt injury was recorded.

Manufacturer narrative:
Manufacturer's investigation is still ongoing; if additional information is received, a follow-up report may be submitted.